Event description:
This MFR report is submitted for serious injury as a result of misuse of the device. The MFR recently become aware of this case which was first described on the internet by the pt. The case involved a male pt who was also a physician. The pt, who had not been fasting, underwent, an unscheduled surgery in which the device was inappropiately used by the attending health care professionals. (The device is contraindicated in non-fasting pts.) The pt regurgitated and aspirated his gastric contents. Following this, an endotracheal tube was inserted and the pt received antibiotics and steroids. The pt was placed on a ventilator for six days. The pt recovered from the event and reported no long term consequences. The device is contraindicated for use in pts who have not fasted or in other situations where there may be retained gastric contents. The device labeling clearly states this fact in the contraindications section. Further, the labeling explains that the device does not protect the airway from the effects of regurgitation and aspiration.